Event description:
The visiting nurse noted a hematoma. The patient did not have a fever or any discomfort. The patient went to the clinic a few days later and it was noted the site was healing well but with some residual sanguineous drainage. There was also a small superficial pocket of blood at the right lateral aspect. The small pocket of blood was lanced with a scalpel, and did drain a very small amount of sanguineous fluid. Neosporin was applied as well as a dry sterile dressing.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.